Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer¿s blood glucose level was 470 mg/dl at the time of the incident. Customer had changed the infusion set today and was receiving no delivery alarms so they changed the infusion set again. Customer was stating that after she removed the infusion set there was a little bit of blood that came out of the site. Explained to customer that the site might have been blocked by a capillary. Customer reports alarm did not occur during manual prime. Customer is reporting a past event. The customer reported that the no delivery alarm was resolved by changing the infusion set and reservoir. The reservoir will not be returned for analysis.